Event description:
Report received of an overdelivery of lidocaine due to operator error. The pump was set to infuse at an unspecified rate. It was later noted to be infusing at 125ml/h, a "much higher rate than ordered." The patient reportedly expired at a later date. The customer source adamantly desired to remain anonymous. Source states "I do not know if the patient death was at all related to the lidocaine overdelivery or if it was a result of the fact that the patient was very ill before the event occurred." Investigation by the hospital has concluded the event to be due to operator error. Report source indicates nurses will all be re-inserviced on the pump. Customer source indicates no additional information will be provided.